Event description:
Proxy biomedical was notified (B)(6) 2012 via email by the polyform distributor ((B)(6)) that they have received a complaint on (B)(6) 2012 regarding a polyform product from a patient¿s legal representative. The complaint states that ¿as a result of the implant, a pt injury occurred. The date of implantation of the mesh was (B)(6) 2008. The patient is identified as (B)(6); the hospital where the implantation procedure took place is (B)(6). The physician¿s name is dr (B)(6). The polyform product number and lot number are unknown. No other info regarding the product or the patient is available at this time.

Manufacturer narrative:
Device was not returned for eval. Conclusion ¿ inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device ¿ reference design fmea and polyform product insert (instructions for use).